Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor was missing the blue winged cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 29, 2019 - may 31, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the blue winged luer cap was missing from the infusor device. The reported condition was verified. The cause of the reported condition could not be determined; however, the most probably cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.